Event description:
During the surgery the physician used an endeavor resolute rx stent to treat a vessel that showed 80% stenosis in lad. The device could not pass the lesion, which was pre-dilated. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. There was no resistance encountered at the lesion. Vessel tortuosity and the level of calcification are unknown. The device did not pass through a previously deployed stent. The physician used a new device same size to complete the procedure. No patient injury noted. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared and kinked indicating that it may have been stubbed during advancement. A number of struts were raised and deformed on the 1st, 3rd and 4th distal stent segments. The remaining stent segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusion: (80% stenosis). (Stent deformation). (Stent). (B)(4).